Manufacturer narrative:
On 15-dec-2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the replacement device. The serial number of the replacement device is (B)(6). On 29-dec-2020, the investigation on the suspected medical device was completed. H.6. Investigation findings c22 : cosmetic . Investigation summary: during visual evaluation of the device, two anomalies were observed, consistent with a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation with two 500cc mentor memorygel breast implant prostheses experienced bilateral ptosis and right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed via physical examination. The patient is experiencing bilateral ptosis. However, the patient is scheduled to undergo unilateral removal and replacement with a 500cc mentor memorygel breast implant ( right catalog #: 3505004bc) for her right breast on (B)(6) 2020 and does not wish to have an additional procedure on her left breast at this time. This report is for the right-sided prosthesis.